Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient experienced a possible reaction to anesthesia requiring hospitalization.

Event description:
It was reported that under 1 hour after an ion endoluminal lung biopsy procedure, the patient allegedly experienced an unspecified reaction to anesthesia which was initially thought to be a myocardial infarction (mi). The patient was asymptomatic. During the case, the anesthesiologist recognized elevated st levels - which prompted an echo to be performed post-op. The echo revealed a possible mi. Per the physician, the event could have been related to ¿any normal anesthesia risks¿ and that this reaction would have occurred with another modality. The patient was hospitalized overnight for observation and then discharged home in stable condition. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.